Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported that with either the patient's first or second pump the device started to critically alarm and "shut down." The patient indicated they were in "terrible shape." No further information was provided regarding this event. No further complications were reported or anticipated.